Manufacturer narrative:
Additional information was received from customer on 28 oct 2022: iol did not contact the patient. Updated reported event summary: it was reported that during implantation surgery, iol haptic broke and was replaced with new iol. Iol did not contact the patient eye. No further information available. Based on follow-up info, this is no longer reportable.

Event description:
It was reported that during implant, haptic broke and was replaced with new iol. There was no impact to the patient. No further information available.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.